Event description:
A vaxcel pasv PICC was placed for therapeutic purposes in 2004. During follow up a fracture was discovered at the insertion sight. Three days later the catheter was removed. Product evaluation in august 2004 determined the fracture to be distal to the suture wing.